Event description:
It was initially reported by the customers facility: stitching of the loops loose, replaced under warranty, delivery date (B)(6) 2012. The sling was not used for the pt treatment at the time the fault was found. Reference MFR report # 9611530-2013-00095.